Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture or physical resistance reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a 75% stenosed, heavily calcified lesion in the heavily tortuous distal right coronary artery (rca). The 2.5x15mm trek balloon dilatation catheter (bdc) was unpacked without issue and no resistance was noted during removal of the protective sheath. The trek bdc was soaked and prepped prior to use with no issue or leak noted during preparation. The trek bdc failed to cross the lesion reportedly due to interactions with the patient's anatomy and was removed without reported issue. A smaller sized unspecified bdc was used to pre-dilatate the lesion. The same 2.5x15mm trek bdc was re-advanced and successfully crossed the lesion; however, the bdc balloon ruptured during the first inflation at 6 atmospheres (atm) and was removed without reported issue. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Two trek bdcs were used to successfully complete the procedure. There was no additional information provided.